Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) novum iq large volume pumps experienced unspecified malfunctions which caused delays in patient care. It was observed that the pumps were communicating inappropriate errors and had not been administering medication as entered. It was not specified during which process steps these issues occurred or if a patient was connected at the time of the events. There was no report of patient injury or medical intervention associated with this event. No additional information is available.